Event description:
Total disability because of pain, fatigue, and brain "fog" as a result of silicone breast implants. Rptr had implants placed for cosmetic reasons following masectomy to prevent cancer. Rptr complains of chronic infections, internal cystitis, brain lesions, lack of concentration, short term memory loss, getting lost or confused (confirmed by testing in 94, balance disturbances / vertigo / dizziness, reduced blood flow to the brain, elevated triglicerides in 1994, heat or cold sensitivity, chronic diarrhea and/or constipation since 1981, irritable bowel syndrome, substantial hair loss not associated with medications, frequent migraines/severe headaches, hypersensitivity or allergies to chemicals, unusual chronic infections, connective tissue disease, increased serumglutamic-oxaloacetic transaminase, chronic swollen lymph nodes, muscle pain and burning, fibromyalgia, unexplained rashes, chronic insomnia, non-restorative sleep, chronic fatigue syndrome, long term extreme fatigue, granulomas or silicanomas, clumsiness/dropping things, misjudging distances and running into objects. Rptr has had several capsular contractures associated with some of the devices.